Event description:
It was reported that the customer experienced issues with the touchscreen responsiveness of the pump, that did not respond to inputs. There was no adverse impact to the customer's blood glucose level. The customer received complete pump reset instructions from technical support but was unable to resolve the issue, thus choosing to use an alternate insulin delivery method. Technical support confirmed the shipping address and instructed the customer to return the faulty pump using a prepaid label, which the customer acknowledged.